Manufacturer narrative:
(B)(4). The device was not returned for analysis as the clip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda and difficulty grasping appear to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) of the first slda. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). There was difficulty grasping the mitral valve leaflets with the clip, but they were grasped and the clip was deployed. Twenty to thirty minutes after deployment of the first mitraclip, the clip detached from the posterior leaflet, but remained attached to the anterior leaflet (slda). A second mitraclip was implanted to stabilize the first clip. Mr was reduced to grade 1. There was no reported adverse patient sequela or a clinically significant delay in the procedure. There was no additional information provided.